Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 2.5x15mm non bsc balloon was advanced to the unspecified target lesion for predilation. A 2.50x12mm taxus liberte stent was then advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the pt and it was noted that the distal edge of the stent was lifted up. The procedure was successfully completed with plain old balloon angioplasty (poba) with no pt complications reported. The pt's current condition is listed as "good".